Manufacturer narrative:
(B)(4)

Event description:
The customer stated that they received erroneous results for two patient samples tested for gluc2 glucose hk (glu) and ca2 calcium gen.2 (ca) on a cobas c 111 (c111) analyzer. The erroneous initial glu results were reported outside of the laboratory and the repeat results for both tests were believed to be correct. The first sample initially resulted with a glu value of 282 mg/dl which repeated as 142 mg/dl. The initial ca value from this sample was 14.5 mg/dl , which repeated as 8.5 mg/dl. The erroneous ca result from this sample was not reported outside of the laboratory. The second sample, from an (B)(6). Initially resulted with a glu value of 523 mg/dl on (B)(6) 2017. The sample was repeated twice, resulting as 223 mg/dl and 220 mg/dl. A corrected report was issued. The patients were not adversely affected. No treatment was provided to the patients. The glu reagent lot number was asked for, but not provided. The expiration date of the glu reagent was 27-nov-2016. The lot number and expiration date of the ca reagent were asked for, but not provided. The field service engineer determined that there was a fluidics failure of the analyzer as the water supply tubing was not fitted onto the lid of the bottle and the connection was not seated. He checked all pumps, tubing, probe, and syringe. He corrected problems that were found. The customer ran precision studies.

Manufacturer narrative:
The field service engineer (fse) later determined that the valves, syringe, or probe were damaged. The customer also stated that there was splashing coming from the probe wash system. This issue was caused by a defective probe. The fse replaced valves, syringe assemblies, and probes. The customer ran daily maintenance, controls, and precision studies. The issue was resolved after these service actions.